Manufacturer narrative:
The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
A large fire occurred where consumer stored his scooter in a basement storage area. Scooter has not been plugged in for over 6 months as someone stole the charger from the storage. Consumer also stated that it looked like someone recently moved the scooter but it was not the consumer. Consumer wonders if someone may have been trying to steal it but were unable to move it and maybe this same person set the fire.

Manufacturer narrative:
The adjuster confirmed that the scooter was not the cause of the loss.

Event description:
A large fire occurred where consumer stored his scooter in a basement storage area. Scooter has not been plugged in for over 6 months as someone stole the charger from the storage. Consumer also stated that it looked like someone recently moved the scooter but it was not the consumer. Consumer wonders if someone may have been trying to steal it but were unable to move it and maybe this same person set the fire.